Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's friend reported that device was not working for patient as it used to work for the patient. Patient had return of symptoms about two and half months ago. Patient got the implant because their bladder had never matured past the age of 3 and they had issues with not being able to empty his bladder out completely and going frequently. Implant worked wonderfully for a while but the patient was back to going every 5 minutes, running to the bathroom and not being able to empty all the way. The patient complained about it at night and it was gotten so bad. Patient did not want to drink more fluids as they did not want to end up having to go to the bathroom. The caller stated the patient was very upset now. The caller stated that the patient fell 2-3 times every week since they got the implant and was a frequent faller. Their replacement programmer was also having poor communication since (B)(6). Antenna was secure and sync with implant. It did not resolve the issue of poor communication. It was advised to consult and check with doctor for issue with communication and return of symptoms. Patient was going to have an appointment with doctor to check the ins. The caller mentioned that the patient has other injuries that were not device related and stated that the patient had been beaten with a metal bat so he has brain degeneration (messages don't go to the right places,), has seizures, epilepsy and sleep apnea. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor. Additional information received as patient reported that implant had to be replaced (B)(6) 2017 because patient programmer (pp) would not pair with implant. Caller did not have reason why patient programmer did not pair with implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.